Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system reported the device was beeping. An evaluation was done and the tones were triggered by high out-of-range (oor) shock lead impedance measurements greater than 125 ohms. The shock lead impedance was ranging from 80 to 120 ohms, with most measurements in the 90 to 100 range, however variability up to 125 to 126 ohms was noted. The physician was aware and will continue to monitor as the rv lead is a single coil lead and can yield some higher measurements. The tones were programmed off for the out of range trigger. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.